Event description:
It was reported that six months ago, this pacemaker showed two years remaining longevity during the recent device check, the device reached elective replacement indicator (eri). Boston scientific technical services (ts) discussed possible reason for this issue. As of this time, the device remains in service. No adverse patient effects reported. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared elective replacement time (ert) earlier than previously estimated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that six months ago, this pacemaker showed two years remaining longevity during the recent device check, the device reached elective replacement indicator (eri). Boston scientific technical services (ts) discussed possible reason for this issue. As of this time, the device remains in service. No adverse patient effects reported.